Event description:
It was reported the ECG (electrocardiogram) is completely noisy with this programmer. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the power cord was damaged; power cord had the insulation pulled back but was still functional. It is noted the power cord returned with the programmer was not the medtronic issued cord. (B)(4).